Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events leading up to it. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump without further issues.